Event description:
The customer reported to corporate product surveillance that the clearlink y-type blood/solution set was reported to be leaking below the filter/drip chamber. The normal saline was spiked and primed, then attached the blood bag and started to prime the blood through the tubing. That is when the nurse noticed blood on the outside of the tubing. She squeezed the blood bag to see where the blood was leaking from, and noticed it coming out of a slit in the tubing just below the chamber. The tubing was switched out and the infusion ran without any further incident. It was noted that the correct priming technique was not being used, and the clinician squeezed the filter instead of inverting it. There was no patient involvement and there was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned the actual sample for evaluation and it was heavily contaminated with blood. The sample was visually and functionally tested and the reported condition is confirmed. Upon visual inspection it was observed that the tubing had separated from the spike adapter. The sample failed functional and pressure testing. The tubing dimension and the tubing insertion were measured, and both were within specifications. A batch review was performed on the reported lot with no deviations found. An assignable root cause could not be determined through evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.